Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels that ranged from 54-57 mg/dl. Reportedly, the suspected cause was that the basal settings needed to be adjusted. Customer addressed bg level by changing pump settings. Additionally, it was reported that resistance was experienced during the fill process. A syringe needle change was performed resolving the issue.